Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus") and pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant") in a 29-year-old female patient who had essure (batch no. 948842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for prevent pregnancy: mirena intrauterine device from 2006 to (B)(6) 2010. Past adverse reactions to the above products included unintended pregnancy with mirena intrauterine device. Concurrent conditions included pain in hip. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with breast swelling, breast tenderness, mood swings and nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed. Salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, drug hypersensitivity, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus: in (B)(6) 2015: confirmed that plantiff was five week pregnant. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012. Essure removal date ((B)(6) 2016) added. Lot number (948842) added. Events abnormal bleeding (vaginal), allergic to medication, vaginal discharge, pain and no confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus") and pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant") in a 29-year-old female patient who had essure (batch no. 948842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's past medical history included miscarriage and cholecystectomy. Previously administered products included for prevent pregnancy: mirena intrauterine device from 2006 to (B)(6) 2010. Past adverse reactions to the above products included unintended pregnancy with mirena intrauterine device. Concurrent conditions included pain in hip and anemia. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with breast swelling, breast tenderness, mood swings and nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed. Salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, drug hypersensitivity, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils easily placed bilateral with 2-6 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - in (B)(6) 2015: confirmed that plantiff was five week pregnanat. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events device ineffective, dysmenorrhea, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus/perforation uterus') and pregnancy with contraceptive device ('home pregnancy test came back positive/ approximately five weeks pregnant') in a 29-year-old female patient who had essure (batch no. 948842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage, cholecystectomy, multiparous and multigravida. Previously administered products included for prevent pregnancy: mirena intrauterine device from 2006 to (B)(6) 2010; for an unreported indication: prenatal vitamins. Past adverse reactions to the above products included unintended pregnancy with mirena intrauterine device. Concurrent conditions included pain in hip and anemia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 and ketorolac tromethamine (toradol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with breast swelling, breast tenderness, mood swings and nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed). At the time of the report, the uterine perforation, dysmenorrhoea, menorrhagia, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, drug hypersensitivity, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils easily placed bilateral with 2-6 coils exposed. She did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2019 patient underwent bilateral salpingectomy, removed essure coils but had to leave left embedded coil. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - in (B)(6) 2015: results: confirmed that plantiff was five week pregnanat. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events device ineffective, dysmenorrhea, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received: patient medical history, concomitant drug were added and event "left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus/perforation uterus" pt was updated to uterine perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus") and pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with breast swelling, breast tenderness, mood altered and nausea. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed). At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, headache, migraine, dyspareunia, abdominal pain, uterine pain and back pain had not resolved and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: plantiff has not yet had the left essure device removed diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - in (B)(6) 2015: confirmed that plantiff was five week pregnanat. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus/perforation uterus") and pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant") in a 29 year-old female patient who had essure inserted (lot no. 948842) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("no confirmation test"). The patient had a medical history of multigravida, multiparous, cholecystectomy and miscarriage. Previously administered products included: mirena for prevent pregnancy and prenatal vitamins [minerals nos;vitamins nos]. Past adverse reactions to the above products included: unintended pregnancy with mirena. Concurrent conditions were listed as anemia and pain in hip. Concomitant products included toradol (ketorolac tromethamine) since (B)(6) 2016, vicodin (hydrocodone bitartrate;paracetamol) since (B)(6) 2012 and motrin [ibuprofen]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012 she experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015 she experienced pregnancy with contraceptive device (seriousness criterion medically important), breast swelling ("breasts were very swollen"), breast tenderness ("breasts were very tender"), mood swings ("moods kept fluctuating") and nausea ("frequent episodes of nausea"). Essure was removed on (B)(6) 2016. An unknown time later she experienced dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed). At the time of the report, the pregnancy with contraceptive device had resolved and the uterine perforation, dysmenorrhoea, heavy menstrual bleeding, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, breast swelling, breast tenderness, drug hypersensitivity, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: coils easily placed bilateral with 2-6 coils exposed. She did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2016 patient underwent bilateral salpingectomy, removed right essure coil with fallopian but had to leave left embedded coil, ligation performed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound uterus] in (B)(6) 2015: results: confirmed that plantiff was five week pregnanat. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events device ineffective, dysmenorrhea, migraines. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: report via lawyer (new lawyer reporter was added). Symptoms of pregnancy (breast swelling, breast tenderness, mood swings, nausea) were now changed to non-serious events. Imdrf-FDA synchronization we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus/perforation uterus") in a 29 year-old female patient who had essure inserted (lot no. 948842) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("no confirmation test"). The patient had a medical history of multigravida, multiparous, cholecystectomy and miscarriage. Previously administered products included: mirena for prevent pregnancy and prenatal vitamins [minerals nos;vitamins nos]. Past adverse reactions to the above products included: unintended pregnancy with mirena. Concurrent conditions were listed as anemia and pain in hip. Concomitant products included toradol (ketorolac tromethamine) since (B)(6) 2016, vicodin (hydrocodone bitartrate;paracetamol) since (B)(6) 2012 and motrin [ibuprofen]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012, she experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015, she experienced pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant"), breast swelling ("breasts were very swollen"), breast tenderness ("breasts were very tender"), mood swings ("moods kept fluctuating") and nausea ("frequent episodes of nausea"). Essure was removed on (B)(6) 2016. An unknown time later she experienced dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). The patient was treated with surgery (on (B)(6) 2016 left fallopian tube was ligated and right fallopian tube was removed). At the time of the report, the pregnancy with contraceptive device had resolved and the uterine perforation, dysmenorrhoea, heavy menstrual bleeding, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, breast swelling, breast tenderness, drug hypersensitivity, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: coils easily placed bilateral with 2-6 coils exposed. She did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2016 patient underwent bilateral salpingectomy, removed right essure coil with fallopian but had to leave left embedded coil, ligation performed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound uterus] in (B)(6) 2015: results: confirmed that plaintiff was five week pregnant. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events device ineffective, dysmenorrhea, migraines. Lot number: 948842. Manufacture date: 2012/02. Expiration date: 2015/02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("left essure micro-insert had migrated / micro-insert was found to have completely migrated out of the fallopian tube and had perforated and embedded itself within the uterus/perforation uterus") and embedded device ("left essure coil was palpably imbedded in myometrial wall") in a 29 year-old female patient who had essure inserted (lot no: 948842) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("no confirmation test"). The patient had a medical history of dysmenorrhea, multigravida, multiparous, cholecystectomy and miscarriage. Previously administered products included: mirena for prevent pregnancy and prenatal vitamins [minerals nos; vitamins nos]. Past adverse reactions to the above products included: unintended pregnancy with mirena. Concurrent conditions were listed as anemia and pain in hip. Concomitant products included toradol (ketorolac tromethamine) since on (B)(6) 2016, viocin (hydrocodone bitartrate; paracetamol) since on (B)(6) 2012 and motrin [ibuprofen]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). On (B)(6) 2012, she experienced dyspareunia ("painful intercourse") and drug hypersensitivity ("allergic to medication"). On (B)(6) 2015, she experienced pregnancy with contraceptive device ("home pregnancy test came back positive/ approximately five weeks pregnant"), breast swelling ("breasts were very swollen"), breast tenderness ("breasts were very tender"), mood swings ("moods kept fluctuating") and nausea ("frequent episodes of nausea"). Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion medically important), dysmenorrhoea ("severe pelvic and uterine pain, during menstruation/ abnormally severe menstrual pain"), headache ("worsening of her headaches / horrific headaches"), migraine ("migraines"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and back pain ("back cramping"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy. Removal of complete essure). At the time of the report, the pregnancy with contraceptive device had resolved and the uterine perforation, dysmenorrhoea, heavy menstrual bleeding, headache, migraine, dyspareunia, abdominal pain, uterine pain, back pain, vaginal haemorrhage, drug hypersensitivity, vaginal discharge and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2015 and the estimated date of delivery was on (B)(6) 2016. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, back pain, breast swelling, breast tenderness, drug hypersensitivity, dysmenorrhoea, dyspareunia, embedded device, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: coils easily placed bilateral with 2-6 coils exposed. She did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2016, patient underwent bilateral salpingectomy, removed right essure coil with fallopian but had to leave left embedded coil, ligation performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.083 kg/sqm. [Gynaecological examination] on (B)(6) 2016: endometrium: 4mm. Bilateral ovaries-follicles seen. Rt essure in uterine cornua. Lt essure appears to be more in uterine myometrium [pathology test] on (B)(6) 2016: clinical information: failed essure, dysmenorrhea operative. Procedure: bilateral salpingectomy. Specimen: bilateral fallopian tubes, right tube marked. Gross description: the right fallopian tube proximal margin has an exposed, partly coiled wire which extends into the proximal fallopian tube lumen. The right fallopian tube shows a 0.3 cm para tubal cyst. Sections of the distal half show the normal architecture. The left fallopian tube segment does not contain wire. Diagnosis: bilateral fallopian tubes- cross-section of bilateral fallopian tubes with congestion and focal cautery artifact. Partly coiled wire grossly identified in the right fallopian tube. [Ultrasound uterus] on (B)(6) 2015: results: confirmed that plaintiff was five week pregnant. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events device ineffective, dysmenorrhea, migraines, embedded device lot number: 948842, manufacture date: 2012/02, expiration date: 2015/02. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: embedded device event added. Reporters, patient information, medical history, lab data, lot no., indication, non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.